Event description:
Correction to b5, according to culture test, performed at the third-party labs on (B)(6) 2023, provided by olympus, the test resulted in positive at the following sampling location: sampling from: biopsy channel (ch)/suction ch cfu: >20cfu/ml (37). Bacterial identification: pseudomonas oleovorans. Sampling from: air/water ch. Cfu: 14cfu/ml (37). Bacterial identification: pseudomonas oleovorans. Sampling from: elevator wire channel. Cfu: >20cfu/ml (37). Bacterial identification: pseudomonas oleovorans. Olympus reprocessed the device according to the instructions for use (IFU) and re-culture tested the subject device were the results were no growth and negative for germ indicators.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation. Additionally, to provide correction to the initial with information inadvertently left out (h4, ga2321902-1, ga23219022-2, and ga23219022-4 ) and to provide a correction to the initial fields (b5, d9, h3, h6-type, and h10). The subject device was returned and evaluated the information was inadvertently not included in the initial report. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: water leakage and insertion part where the knob wire runs through were deformed. The customer provided their cleaning disinfection and sterilization (cds) information on the subject device which was inadvertently left out of the initial report. Additional details were received regarding the cleaning disinfection and sterilization practices (cds) of the user where: precleaning: - performed immediately after the procedure. - water is aspirated through the instrument / suction channel with a suction pump until the aspirated liquid becomes clear. - air/water channel flushed with water and air by using mh-948. Manual cleaning: - leak testing was performed and passed. - the detergent used for manual cleaning is neodis. - the brushed points were the instrument/ suction channel, suction cylinder, instrument channel port and forceps elevator, balloon channel, and forceps elevator. - the forceps elevator was flushed. - the distal end being brushed with the channel-opening brush and single use soft brush (maj-1888). - the distal end is flushed with maj-2319. Disinfection: - the device rinsed before manual disinfection. - all channels flushed with and immersed into the disinfectant. - tap water used for rinse after disinfection. - the concentration and expiration date of disinfectant were controlled. - there were no defects on the automatic endoscopic reprocessor (aer)/endoscope washer disinfector (ewd). - all channels were connected with cleaning tubes when the endoscope was setting up into the aer. - the water quality of the rinse water were not controlled. - the water filter were replaced periodically in accordance with IFU. Storage: - device dried by clean compressed air. - simple cabinet used for endoscope storage. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing after the user reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility initially reported to olympus that the "elevator did not work" on the evis exera duodenovideoscope. While a field service engineer was onsite, they were informed by the customer that the scope was affected by a contamination with a patient. After the last use of the device on the patient, the patient experienced cholangitis and fever. The device had not been used on another patient, and was sent to the workshop for repair. The facility had not obtained a culture on site but had reprocessed the device. The scope was later sent for microbial testing at an independent lab. The distal end and forceps were swabbed. Sampling solution was taken from the biopsy/suction channel as well as the water channel. The elevator wire channel was also sampled. The scope was tested, and was negative for, e. Coli, enterococci, p. Aeruginosa, s.aureus, greening streptococci and germ differentiation was performed. However, a sample did reveal kocuria rhizophila. Additional information regarding the patient's course was requested but not yet received.